Event description:
It was reported that the user believed the ilet was not charging on the wireless charging pad, but after basic troubleshooting that confirmed the pad could charge a mobile phone, the ilet was placed back on the pad and began charging as expected. Symptoms included no adverse clinical effects. Outcomes included no impact to the user and no alarms. Investigation included customer troubleshooting and education to verify charger function and device charging behavior. Investigation of this case revealed normal device function with no device or component malfunction identified, consistent with user technique or placement issue that resolved during the call. It was concluded, based on previously established findings for similar reports, that the cause was user-related operation and not device failure.